Event description:
The reporter stated, that the surgeon was inserting a 19.5 diopter silicone lens using a msi-tm injector and the lens tore upon insertion due to the injector. The lens was removed and replaced with no pt injury.

Manufacturer narrative:
The product pertaining to this claim was returned for evaluation however, the lens was received and a visual inspection shows one haptic is torn off into the optic and is missing. There is another portion of the lens optic torn off and is missing. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for evaluation. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root cause for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.